Manufacturer narrative:
Cmp (B)(4). A full analysis of the data logs was performed. The logs confirmed the inaccuracy for the entry points of the two electrodes with an average deviation >5mm. The following facts were identified in the logs: fusion: the fusion between exams was reproduced. The pre-op CT and MRI exams were both fuzzy which could lead to a bad fusion. There was no shift observed when merged. The pre-op and post-op CT exams were merged, and a shift can be seen between the two exams. This can indicate head/head holder movement which can be a contributing factor to the discrepancies. Registration: manual bone fiducial registration was performed and resulting in passing rms values. The rms error was 0.29mm, which is under the 1.0 mm threshold. Verification: two of the seven points taken were over the system¿s 2 mm threshold. The software notified the user that ¿a significant error has been detected on this point¿ for all verification points that were above the 2mm threshold. Review of the registration verification screenshots indicate that verification was not performed on the recommended anatomical points and the user skipped the last verification point. Even though the software alerted the user of high error and skipped point, the user chose to validate the points and proceed with the case. Electrode deviation: the distance between the entry points of the placed electrodes and the planned entry points were analyzed on the post-op CT-bone exam. Both electrodes were displaced greater than 2mm. A review of the trajectories on the 3d bone model shows a similar shift posteriorly of the entry points. This similar directional shift can further point towards head movement. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The definitive root cause cannot be established with the information available. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. The user manual provides information on the methods for registration and warns user that registration error can cause inaccuracies in registration methods sections. Registration section details the procedure to perform a registration and verification. There were no software anomalies identified which would have caused or contributed to the reported event.

Event description:
It was reported that the surgical assistant device was used for implantation of two rns depth electrodes. Bone fiducial registration was performed with a great rms. A post op CT was remerged to the patient folder to compare accuracy, and both of the leads were off at the entry point by over 5mm. Certified surgical technologist (cst) created trajectories through multiple bone fiducials from the registration CT and drove the robot to them. They lined up perfectly, indicating that there was not a head shift. No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were (update/corrected). Corrected: g4. Updated: g3; h2.